Event description:
Slip luer disconnected. In the nicu in 2004, extension set was connected to an angio catheter on a patient. The slip luer connection came disconnected and the pt lost some blood. The linen had a 5 inch by 2 inch blood stain and the hematocrit was down, so that the dr ordered the pt to be infused with 15cc of plasminate. No consequence after transfusion. The nurse in the nicu who reported this, no other information provided. She said that they don't use luer locks, since they are too bulky for the neonates. Database searched back to 7/2000 and no similar complaints found.